Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level was 340 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.